Manufacturer narrative:
On 03/30/2021, bwi received additional information regarding the event. The patient is female. The patient's condition is reported as fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool(r) smart touch(r) sf catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while mapping the right ventricular outflow tract (rvot) with the stsf catheter, the patient became hypotensive and cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid from the pericardial space. After the procedure, the doctor confirmed that the patient's condition was restored and there was no problem. Physician relates the cause of the adverse event to patient's anatomy which made the catheter difficult to be manipulated. There's no indication of prolonged hospitalization. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threatening and required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.